Manufacturer narrative:
Concomitant medical products: dtba1qq ICD implanted: (B)(6) 2015; 4298-88 lead implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.